Event description:
Procedure: cosmetic. According to the reporter: the incident reported was tearing of vessels. When it was released from the vessel it would tear. A new device was opened to complete the procedure. There was no blood loss, no significant extra time required, no foreign material.

Manufacturer narrative:
(B)(4)